Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2826 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported PICC clinic performed 7655405 catheter placement in patient in the morning of (B)(6) 2020. After the catheter was placed in the body of the patient and extension tube supplied in the products' package was connected, a post-attachment check was then conducted and the extension tube was completely separated from the catheter just with a gentle pull. An inspection showed no damage with the catheter and all accessories for the extension tube were present. After the patient did not feel discomfort any longer, a new extension tube was placed again.